Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was apparently getting blockages under the skin. Customer's blood glucose have been high. Customer stated that she will change her site and her blood glucose will come down. Customer stated that she has not gotten any no delivery alarms. Customer has been using her legs recently and that seems to be working. Customer's blood glucose before lunch was 265 mg/dl. Customer treated with the pump. Customer expressed the following symptoms of high blood glucose: headache, fatigue, and feeling stick to the stomach. Customer checked her blood glucose and it was 47 mg/dl. Customer treated with half a granola bar customer does not have a tubing clamp and will be sent one. Customer was advised to call back to continue troubleshooting once he receives the tubing clamp. Customer was also advised to do a complete set change. Customer called back and the pump passed the high pressure test. Customer's blood glucose was 101 mg/dl.